Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer changed supplies to resolve occlusions. A systems check was performed with tandem technical support and no issues were identified.